Event description:
A new staff member was practicing sterile gloving with the educator. When they opened up a pair of sterile gloves, it was discovered that the package contained 2 left sided gloves instead of a left and a right glove.